Manufacturer narrative:
Investigation summary: this memo is to summarize the investigation results for customer complaints alleging false negative results when using the kit bd veritor for rapid detection of sars-cov-2 (ref# (B)(4)). Bd has received several customer complaints for false negative results, when using bd sars-cov-2 reagents for bd veritor¿ system. Bd takes a systematic approach to investigating false negative complaints that are received. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples if applicable. The investigation did not find a root cause for the false negative results that you observed. It is recommended that each customer review their workflow carefully to ensure that the package insert is being followed as written. The root cause is under investigation and will be documented in our quality system. Bd cannot confirm the complaint based on the investigation that was performed. There is no corrective action taken at this time. H3 other text : see h10.

Event description:
It was reported while using a bd rapid detection of sars-cov-2 veritor assay a potential false negative result was obtained. The customer stated the patient tested was symptomatic. Multiple attempts have been made to obtain additional information, but there has been no response from the customer. It is unknown what type of confirmation testing was performed. There was no report of patient impact. Eua(B)(4).

Manufacturer narrative:
(B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported while using a bd rapid detection of sars-cov-2 veritor assay a potential false negative result was obtained. The customer stated the patient tested was symptomatic. Multiple attempts have been made to obtain additional information, but there has been no response from the customer. It is unknown what type of confirmation testing was performed. There was no report of patient impact. (B)(4).